Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2017 with blood glucose of 855 mg/dl. The customer's blood glucose value was 800 mg/dl at the time of the call and the current blood glucose levels are 146 mg/dl. The customer also reported that the pump had unexpected restart. The customer was treated in hospital. The customer was not wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.